Event description:
It was reported that the patients right ventricular (rv) lead had been exhibiting oversensing, high impedance, and a possible fracture is suspected. Reprogramming was completed. Approximately one month later upon consultation with a electrophysiologist the medical judgment was made to remove the implantable cardioverter defibrillator (ICD) system as the patients ejection fracture had improved and the ICD system was no longer needed. The patients device and lead were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).